Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant the right ventricular (rv) lead exhibited lead impedance warnings for low and high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.